Manufacturer narrative:
Block d4, h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a15 captures the reportable event that the clip wouldn't detach.

Event description:
It was reported to boston scientific corporation that a mantis clip device was used during a colonic stent placement procedure for colon tumor performed on (B)(6) 2024. During the procedure, the mantis was used to secure the distal flange, but it wouldn't detach post deployment. Ended up using the scope to break the mantis away from the catheter. The procedure was completed with another mantis clip device. There were no patient complications have been reported as a result of this event.